Event description:
A nurse called to report that the customer was hospitalized for high bgs. Troubleshooting was performed. Pump was functioning properly. The bolus history showed only one bolus for the day before the call, but the customer believes they did more. The daily totals also showed two days of just basal rates delivery. It was stated that the customer did not have record of amounts of bgs. The customer set up a new infusion set and had it inserted.